Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not explanted no further investigation can be performed. Based on the available information, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors (hypertension; type 2 diabetes mellitus, dyslipidemia (under atorvastatin therapy); hyperthyroidism on tapazole therapy) may have contributed to the structural valve deterioration observed in this perceval valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval valve IFU. The event is, therefore, a known inherent risk of the device. Since no further investigation can be performed at this time, the case will be closed at this time. Should further information be provided in the future, the manufacturer will re-open the case and take further actions as deemed applicable.

Event description:
On (B)(6) 2016, a patient received a perceval pvs23 through full sternotomy due to severe aortic stenosis. In april 2021, the transthoracic echo showed that a gradient max/medium of 169/107 mmhg and aortic regurgitation. The patient was successfully treated with a medtronic evolut tavi 33 mm on 10 may 2021. Based on additional information received, it was reported that the perceval valve cusps appeared thickened and hypomobile. There was no significant calcifications and no subvalvular acceleration reported. At the time of implant of the device in 2016, at the echocardiographic check there is a periprosthetic leak which causes moderate aortic insufficiency. The bypass was the restarted and after reopening of the aortotomy, the valve appeared to have risen in the non-coronary sinus. The same valve was repositioned and the echocardiographic control showed no perivalvular leak. During the follow up visit in 2017, the perceval valve appeared with slight "physiological" transprosthetic gradient and absence of regurgitation, compatible with normal functioning prostheses (mean/max gradients were of 16.63/34.27mmhg respectively). In 2018, the follow up visit confirmed a stable conditions. No further checks are available until 2021. In (B)(6) 2021 a check up of the medtronic evolut was conducted and the patient appeared to have improved symptomatologically and at the echo, with good functioning of the prosthesis, with a slight transprosthetic gradient (max 37 mmhg, average 23 mmhg), determining mild aortic stenosis, improved left ventricular function. The patient's clinical history is characterized by former smoking; hypertension; type 2 diabetes mellitus being treated with oral hypoglycemic agents; dyslipidemia (under atorvastatin therapy); hyperthyroidism on tapazole therapy. In blood chemistry tests: creatinine 0.69 mg / dl, urea 64 mg / dl.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) . The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2016, a patient received a perceval pvs23 through full sternotomy due to severe aortic stenosis. In (B)(6) 2021, the transthoracic echo showed that a gradient max/medium of 169/107 mmhg and aortic regurgitation. The patient was successfully treated with a medtronic evolut tavi 33 mm on (B)(6) 2021.